Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the second of two reports from this facility. (B)(4).

Event description:
A nurse reported that ophthalmic knives left residue of metal particles inside of the patient's eye during surgery. Patient impact information is unknown. Additional information has been requested.